Event description:
New information received on 4/9/2018 notes that the patient was stable post procedure.

Event description:
It was reported that the atrial lead was revised due to lead dislodgement. Additional information could not be obtained.